Event description:
After an implantation period of approx. 20 months, it was reported that homemonitoring data detected oversensing on the ventricular channel. The lead remains implanted at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
This lead was explanted on (B)(6) 2020. Upon receipt, the lead was found cut 15cm distal to the df4 connector pin, both fragments were returned. Explantation aid was still inserted in and bound 3.5cm long around the proximal end of the distal lead fragment. 47cm proximal to the lead tip a thread was found tied onto the distal lead fragment. The performance of the lead was scrutinised including a visual inspection. Multiple severe abrasion marks were found along the lead body. In particular 31.5cm proximal to the lead tip the insulation was found crushed and the inner insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages like cuts into the insulation 39.5cm and 38cm proximal to the lead tip, the 10cm distal to the df4 connector pin cut and 0.5cm in the distal direction retracted insulation (at this location all conductor cables and the conductor coil were found bend and damaged), as well as the deformed rv shock coil and the 6.5cm distal to the lead tip ruptured insulation most likely occurred during the extraction procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
This lead was explanted on (B)(6) 2020. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed synchronous artifacts on the farfield channel as well as on the right ventricular channel leading to oversensing as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed synchronous artifacts on the farfield channel as well as on the right ventricular channel, leading to oversensing as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.